Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezc1912 showed one other similar product complaints from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stretched and split catheter will be confirmed, but the root cause is unknown. One 4 fr s/l powerpicc solo was returned for evaluation. The catheter was received in two segments. It was reported that the catheter was cut, which was confirmed with a microscopic examination. The adjoining ends of the catheter were glossy and striated, which is consistent with a cut made with scissors. The cross section at the distal tip of the catheter exhibited evidence of being cut, which indicates that the returned catheter was complete. A leak was detected at the 28cm depth mark when the catheter was pressurized with water. A microscopic examination revealed 3 small splits that were perpendicular to the axis of the tubing at the 28cm depth mark. The split tubing exhibited a rough and jagged surface. The smallest split did not fully penetrate the lumen wall. Tensile weakness was detected in catheter tubing in the area of the leak. It was reported that the catheter was difficult to remove, which most likely lead to the stretching and splitting in the tubing. What caused the difficult removal is unknown. For complications during catheter removal, the product IFU states, ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. Resume removal procedure.¿

Event description:
It was reported by healthcare provider that the line was being removed from the patient after completion of chemotherapy. The nurse was reportedly found it difficult to remove and whilst removing, the line fractured and stretched. The nurse reportedly cut the line and then placed a wire down it for additional leverage and managed to remove the line. Line was reported to have been in place since (B)(6).